Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy (ladg) procedure. The powered handle was fully charged and inserted into the shell and then connected to the adapter with no problem. Thirty minutes later tried to use the device, however, the display was blackout. The event occurred during the procedure but the product was not used for the patient. The procedure was completed with another device. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.